Manufacturer narrative:
Covidien reference: (B)(4). One pulse oximeter was received for evaluation. A visual inspection found no anomalies. Performance tests were conducted, and oxygen saturation(spo2) was tested with different settings. No errors or alarms occurred during the tests. Power on and off tests were performed several times in an attempt to reproduce the reported failure. No errors or alarms were observed. The customer reported malfunction was not verified as the device was found to be functioning as intended.

Event description:
It was reported that a pulse oximeter reading reached the lower limit and then read zero as the patient&#39;s oxygen saturation decreased. The customer stated that it was difficult to assess the patient&#39;s condition to determine whether to take any further action. The neonatal team was unable to provide patient information. The monitor was being used with max ni sensors, which were discarded by the hospital staff. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)